Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0044, lot # fm085555, description: mitch trh md hd sz44+0, manufacturer: depuy. Cat # mac-9988-4450, lot # fm063933, description: std mitch trh cp sz 44/50, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report is regarding a legal claim. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision involving an accolade stem was reported. The event was not confirmed. Method & results: the device was not returned for analysis. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, post revision x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
A letter was received from a solicitors alleging that the implants are defective. The solicitor's letter reported that the patient underwent surgery for a total hip replacement in her right hip on (B)(6) 2009 in which mitch / accolade devices were implanted. The documentation further indicates that the patient became aware of the need for revision on (B)(6) 2015. Revision surgery is anticipated but no date is currently planned.

Event description:
A letter was received from a solicitors alleging that the implants are defective. The solicitor's letter reported that the patient underwent surgery for a total hip replacement in her right hip on (B)(6) 2009 in which mitch / accolade devices were implanted. The documentation further indicates that the patient became aware of the need for revision on (B)(6) 2015. Revision surgery is anticipated but no date is currently planned.